Manufacturer narrative:
As reported in a research article, balloon inflation for a mechanical tricuspid valve thrombosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per regent mechanical heart valve, instructions for use, " indications: the sjm regent¿ mechanical heart valve is intended for use as a replacement valve in patients with a diseased, damaged, or malfunctioning aortic valve. This device may also be used to replace a previously implanted aortic prosthetic heart valve." This is considered as an off-label use of the device. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: balloon inflation for a mechanical tricuspid valve thrombosis ¿ case report.

Event description:
The article, "balloon inflation for a mechanical tricuspid valve thrombosis ¿ case report", was reviewed. The article presented a case study of a 52-year-old female patient with rheumatic heart disease. It was reported that on an unknown date in 2014, a 27mm st. Jude/abbott masters mechanical valve was chosen for off label tricuspid valve replacement (tvr). The patient additionally underwent concomitant aortic valve replacement (avr) with an 18mm ats mechanical aortic valve and mitral valve replacement (mvr) with a 28mm st. Jude/abbott masters mechanical valve. On an unknown date in 2017, the patient presented with right-sided heart failure due to subacute tricuspid valve thrombosis. A decision was made to perform urgent redo-tvr and the 27mm masters valve was replaced with a 27mm ats mechanical valve. Patient recovered well and remained compliant with anticoagulation therapy. [The primary and corresponding author was shaw hua kueh, green lane cardiovascular services/cardiology department, auckland city hospital, te toka tumai auckland, health new zealand ¿ te whatu ora, park road, grafton, auckland 1142, new zealand, with corresponding email: shawhuak@adhb.govt.nz].